Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coil). During the procedure, the physician felt resistance while attempting to advance the smart coil into a non-penumbra microcatheter. The smart coil was then removed, and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly had bends approximately 61.0 cm and 123.0 cm from the proximal end. The embolization coil was undamaged and intact with the distal detachment tip (ddt) of the pusher assembly. The smart coil was able to advance through a demonstration microcatheter with no issue. Conclusions: evaluation of the returned smart coil revealed a fully functional device. The smart coil was able to advance through a demonstration microcatheter without resistance. The reported complaint could not be confirmed. Further evaluation revealed bends along the pusher assembly. These bends were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.